Event description:
It was reported that during the procedure the distal markers of subject catheter got stuck on the lip of base catheter and the inner lining of the subject catheter came off. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Based on the results of the DHR review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. It was reported that 'they were using the subject catheter for a stroke case and when they went to put the catheter up something got stuck and the liner on the inside of the subject catheter came off' while there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause and the device was not returned, an assignable cause of undeterminable will be assigned to this complaint.

Event description:
It was reported that during the procedure the distal markers of subject catheter got stuck on the lip of base catheter and the inner lining of the subject catheter came off. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.